Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high defibrillation lead impedance was noted on the right ventricular lead. Lead revision is anticipated. The patient was stable with no consequences.

Event description:
Additional information received indicated that the lead was capped and replaced to resolve the event.